Manufacturer narrative:
Based on the provided information, the patient is experiencing pain at the insertion point of the cannula around the medial femoral condyle. Images showed that the accufill appeared to be have migrated to an unintended region. Further investigation is required.

Event description:
Patient experiencing pain on insertion site due to possible extravasation.

Manufacturer narrative:
Radiographic images of patient were obtained, and the complaint condition of extravasation was confirmed by health professionals. The accufill extravasated into a blood vessel behind the femur. It was stated that the extravasation has no short or long term complications and could possibly be attributed to a large amount of product injected. This event has been attributed to a possible technique error.

Event description:
Patient experiencing pain on insertion site due to possible extravasation.